Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. Initial reporter: a contact name was not provided. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the operators clean and visually inspect the lenses 100% at 10x microscope magnification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion of an intraocular lens (iol) into the patient's eye, the surgeon observed a scratch mark on the center of the optic. Reportedly, the lens was removed and replaced. The surgical procedure was delayed of about one hour. No patient injury was reported. No further information was provided.